Manufacturer narrative:
The device was received for evaluation. During functional testing, an improper shutdown was not reproduced. Evaluation utilized a known good pump and no errors occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the corroded wireless battery printed circuit board contact pins. The device was deemed unserviceable and scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless module was involved with an improper shutdown of a pump. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.